Event description:
During product evaluation, failure code 812:02 was indentified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative.